Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not powering on. The review identified a service code attributed to buttons being pressed accidentally during self-testing and storage of the AED in cold temperatures outside the device's specifications. The AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.